Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was seen on the competitor right ventricular (rv) lead and device as well as out of range pace impedance measurements. Boston scientific technical services (ts) discussed keeping rv auto capture on with higher thresholds and no back up pacing, which was higher than fixed auto capture programed. Ts noted that if noise can be reproduced to consider a revision to perform a tug test and test the lead with a pacing system analyzer (psa). The system remains implanted. No adverse patient effects were reported. Additional information noted that the minute ventilation (mv) was off since january 2018, thus the loss of pacing and capture were due to mv oversensing. No further action was taken. The system remains implanted.